Manufacturer narrative:
Device analysis: visual inspection revealed that a pusher wire, mail coil, and introducer sheath were returned for this complaint. The introducer sheath and pusher wire were inspected, no damage was noticed. The main coil was found kinked and stretched. No more damage was noticed. Microscopic inspection of pusher wire revealed that the distal end has a smooth surface. The interlocking arm was inspected, and no anomalies were observed. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the pusher wire and main coil revealed the components were within specification.

Event description:
Reportable based on device analysis completed on 26 january 2022. It was reported that the coil became stuck in the microcatheter. The target lesion was located in the moderately tortuous splenic artery. An 18mm x 50cm interlock was selected for use. During the procedure, the coil became stuck and could not advance through the microcatheter. The device was removed by withdrawing from the microcatheter. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed that the interlocking arm was detached.